Manufacturer narrative:
Additional information indicates that the patient was discharged home on (B)(6) 2017 in an improved condition. The patient was transitioned from intravenous (IV) cefepime to levaquin in june. The patient is then reported to have returned to the outpatient clinic on (B)(6) 2017 where he/she was noted to have drainage from the driveline (dl) exit site that was consistent and similar in character to that seen during the earlier admission. The patient was also noted to be without fever or chills at that time. On (B)(6) 2017, the patient's spouse called the outpatient clinic to report that the patient was getting worse and requested hospice care which was arranged. The hospice facility called the outpatient clinic on (B)(6) 2017 to report that the patient had expired the day before on (B)(6) 2017. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's past medical history and related comorbidities, medical treatment and progression of the patient's underlying disease. In this case, these factors may have included the patient's previous device and non-device related infections. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient fell on the ice when walking his dogs. He is reported to have hit his head and experienced soreness and a left orbital ecchymosis. He felt well otherwise and did not report to the emergency department (ed) at that time. On (B)(6) 2017, the patient refused to walk, was requiring assistance for mobility, had difficulty urinating and had intermittent confusion. He denied having any fevers while at home. Of note, the patient had a chronic green discharge from his driveline (dl) exit site which had decreased recently. On (B)(6) 2014, the patient presented to the ed and was found to be febrile. In addition, he was noted to have a large hematoma in the setting of a supratherapeutic international normalized ratio (inr). A head computerized tomography (CT) scan was negative for acute hemorrhage. The patient's vad flow was noted to be decreased to 3.7l/min and his vital signs included a heart rate of 68bpm, a respiratory rate of 25breaths/min and a blood pressure of 104/84mmhg. Blood and urine cultures proved to be positive for pseudomonas aeruginosa. A peripherally-inserted central catheter (PICC) line was inserted and the patient placed on longterm intravenous (IV) cefepime. On (B)(6) 2017, the patient developed diarrhea and a stool sample revealed clostridium difficile. He was then started on IV vancomycin which resolved the patient's symptoms. The patient had declined a pump exchange in the past and is no longer a candidate. He was discharged on (B)(6) 2017 in improved condition. The event was reported to have been resolved on (B)(6) 2017. The primary investigator reported that the event was related to the study device and unrelated to the implant procedure or to the patient's condition. No further information was provided.